Event description:
Information received on 7/19 /2013 during routine follow up international states that the safety switch changed configuration to unipolar. Lead impedance >2000 ohms in bipolar. With elevated thresholds and noise on the ventricular electrogram. There were no pauses since patient has own intrinsic rhythm. Will be booked for lead replacement in the next two weeks. The physician was unknown. The facility was (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).